Event description:
It was reported that the edge of a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked; further described as "droplets of solution". This was identified during visual inspection/packaging of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on january 30, 2023- january 31, 2023 h10: the device was received for evaluation. A visual inspection was done which observed a tear at the upper right side seam of sample. A functional testing was performed which revealed a leak was observed at the upper right side edge area only. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.